Manufacturer narrative:
Concomitant medical products: product ID: 3387-28, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4). Device analysis for extension nkn101030v revealed the distal end conductor was broken up to transition point.

Event description:
The company representative (rep) reported that a malfunction occurred. During surgery all connections were made for the lead, adaptor, and stimulator. Then the impedances were checked prior to closing the incision, however, all measurements involving electrode 2 (c2, 12, 23) showed a value in excess of 40,000 ohms. The adaptor connection was disconnected and reconnected four times or so and wiping the connection, however, the situation of excess of 40,000 ohms did not change. Subsequently a twist-lock cable was used for checking the impedances of the lead alone; no abnormality was detected with the lead impedance. A new adaptor was unpacked, which recovered to normal impedance value. It was noted that considering the fact that all measurements related to electrode 2 were abnormal, there might be a fracture in electrode 2. It was also stated that electrode 2 was completely bad, so perhaps it was disconnected. An investigation was requested. If additional information is received, a follow up report will be sent.